Event description:
It was reported that during an episode of ventricular tachycardia (vt) which was classified as ventricular fibrillation (vf) the patient's device did not deliver the appropriate programed therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196-88 lead, implanted: (B)(6) 2010. (B)(4).